Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. The hardware and software passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, during a cranial biopsy procedure the site was switching between a tumor resection and biopsy procedure and the software unexpectedly closed revealing the medtronic splash background. The site performed a hard reboot after which they were able to proceed to navigate immediately and continue with navigation as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The log data did not contain information sufficient to determine a root cause for the reported event. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.